Manufacturer narrative:
Device not returned. Ccds staff have provided additional information concerning the decontamination process as well as answering customer questions concerning mask fit.

Event description:
User reported masks failed particle test and makeup on masks. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.